Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump shows a open book image with a red x and experienced high blood glucose levels. The customer's blood glucose level was 426 mg/dl at the time of the incident. The customer treated with manual injections. The customer did not mention any symptoms. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not receive medical attention for the high blood glucose event. Customer does not allege the insulin pup was under delivering. The insulin pump will not be returned for analysis.